Manufacturer narrative:
Additional information: b6, b7 and h11. Correction: b5. B5: the patient was reported to experience peritoneal dialysis infection. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, diarrhea and fatigue. The cause of the peritonitis was not reported. The same day, patient was hospitalized for peritonitis. The patient was treated with ceftriaxone (2 g, once daily, intravenously for 1 day), cefazolin (0.5g, twice a day, intravenously for 2 days), and gentamicin (20,000iu, twice a day, intravenously for 2 days), fluconazole (100 mg, daily, orally) for the event. Two days after event onset, the patient was recovered from the event. The patient was discharged from the hospital after 14 days. Pd therapy was ongoing. No additional information is available.